Manufacturer narrative:
Serial number of the mask was not provided.

Event description:
The manufacturer received information that a patient was injured through the use of a wisp nasal mask with magnets when it interfered with an implanted shunt and caused hydrocephalus. The patient was sold a wisp nasal mask on (B)(6) 2022, and once he started using the mask, his ventriculoperitoneal shunt (vps) started resetting to a lower value, causing hydrocephalus. The patient stated they discovered that the mask was impacting them on (B)(6) 2023, when the doctor replaced the strata ii valve of vps due to it having to be reset multiple times and the shunt was still malfunctioning. Despite having open brain surgery to replace the valve, the shunt continued malfunctioning. The patient was advised by his doctor to get a magnet detector, and he found a magnet within the mask. It was reported that the mask did not have the FDA warning regarding the magnetic clips that was issued in (B)(6) of 2022 nor was the patient notified that the magnetic clips could impact shunts. The mask has not yet been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient was injured through the use of a wisp nasal mask with magnets when it interfered with an implanted shunt and caused hydrocephalus. The patient was sold a wisp nasal mask on december 28, 2022, and once he started using the mask, his ventriculoperitoneal shunt (vps) started resetting to a lower value, causing hydrocephalus. The patient stated they discovered that the mask was impacting them on august 30, 2023, when the doctor replaced the strata ii valve of vps due to it having to be reset multiple times and the shunt was still malfunctioning. Despite having open brain surgery to replace the valve, the shunt continued malfunctioning. The patient was advised by his doctor to get a magnet detector, and he found a magnet within the mask. It was reported that the mask did not have the FDA warning regarding the magnetic clips that was issued in september of 2022 nor was the patient notified that the magnetic clips could impact shunts. The mask has not yet been returned to the manufacturer for evaluation. Three attempts to have the mask returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.